Event description:
On (B)(6) 2012, a physician reported that his handheld froze on two patients. The physician has had this issue in the past with the same handheld. Troubleshooting was performed on the day the event was reported; however, details were not provided. The device has been requested but has not been returned to the manufacturer to date.

Event description:
On (B)(6) 2012, follow up revealed the medical assistant performed hard resets and removed the flashcard in attempts to troubleshoot the frozen screen. It was stated that the frozen screen occurs during interrogation, and interrogation is not successful.the device has been requested, but has not been returned to the manufacturer to date.

Event description:
On (B)(6) 2012, the handheld device and software flashcard were returned for product analysis. Product analysis was approved on (B)(6) 2012. The flashcard and software performed according to functional specifications. The handheld performed according to functional specifications. No anomalies were noted with the handheld device or the software flashcard.